Event description:
It was reported that the bottom shaft broke off during an unspecified spinal surgery.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The shaft of the pituitary was bent till the bottom arm snapped. This type of damage is consistent with excessive force.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.